Event description:
It was reported to philips that the system was freezing. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing. Upon functional testing, the fse found geometry and image process errors in the system. The fse replaced the broken button on the geo module and restarted the system, but the device didn¿t start. The fse predicted the system had software problems. To resolve the reported issue, the fse reinstalled the software on the system. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.